Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swelling, twice the size as the other, aesthetically awful, pain.

Event description:
Patient reported left side rupture, swelling, twice the size as the other, aesthetically awful, pain, cannot do activity or carry heavy things, dissatisfaction with the product, not financially or psychologically prepared for surgery costs. The device remains implanted.